Event description:
An eye care professional reported that a patient presented stating they had experienced bilateral chemical burns, which were treated by a different physician, requiring 2 day hospitalization for treatment. No further information was made available by the patient to the ecp. Several requests have been made for additional information. However, no further information is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as chemical burn with hospitalization". As there was no product returned, no detailed investigation can be performed. A review of the device history & sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided.